Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience as there was resistance detected during actuation of the blades. Upon further examination of the blades, sign of wear was noted near the tip of blades. Based on the condition of the returned unit, the reported event was caused by improper overlap of the blades. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: ni. Detailed description of event: [name] hospital. "Could not move well". "This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep: it could not move open and close properly at the beginning of the procedure. The case was completed with the new one." "Initial investigation report: the event unit was returned to us and visually inspected. There was a scratch on the tip of the blade. (Pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4)." Products available for return: 1 package, 1 scissors. Patient status: no patient injury. Type of intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: ni. Detailed description of event: [name] hospital. "Could not move well" "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation." "Report from the sales rep it could not move open and close properly at the beginning of the procedure. The case was completed with the new one." "Initial investigation report the event unit was returned to us and visually inspected. There was a scratch on the tip of the blade. (Pic.1) the units will be returned to amr for further evaluation. Admin# (B)(4)." Products available for return: 1 package, 1 scissors patient status: no patient injury. Type of intervention: the case was completed with the new one.